Event description:
It was reported that the patient presented with a pump that he said never really worked. The patient underwent an inflatable penile prosthesis (ipp) replacement surgery. After explanation the pump was observed, and a test inflation was attempted. The pump was sticking and was not refilling. There were no patient complications.